Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported that the patient sustained the dtpi (deep tissue pressure injury) on the left buttock/coccyx area when using the velaris mattress. The mattress was noted to be sucked in the middle and the middle cell was noted to be deflated. Connecting the mattress to the pump did not change the mattress status.